Manufacturer narrative:
Patient identifier - race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Explant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter stated " I have a patient who was in the hyperopic icl study in the year 2000 . She now has a cataract and is needing surgery".additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.